Event description:
An ophtalmologist reports a pt had two intraocular lenses (iol) implanted in the same eye over three years ago. It was reported that a membrane was growing between these two iol's. Both of the iol's were removed on 6/6/1999. The use of two lenses in one eye is not included in the labeling for this product.